Event description:
It was reported that a malfunction occurred on a pump, but no notable events were identified prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.